Event description:
A cartridge change error was reported with a customer's pump. There was no adverse impact to the customer's blood glucose level as it remained below 500 mg/dl. Technical support advised the customer to remove and inspect the cartridge and instructed on cleaning steps. After following the on-screen instructions, the customer successfully loaded the new cartridge and resumed insulin use.